Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review revealed intermittent left ventricular (lv) lead loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations, recommending chest x-rays to confirm lv lead positioning. This lv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this left ventricular (lv) lead was seen in clinic and lv capture was confirmed in the programmed vector. The sensed atrioventricular (sav) delay was programmed to 100-200ms and the paced atrioventricular (pav) delay was 70-140 ms, and at least one biventricular (biv) paced complex was observed following the atrial pace (ap) at the lower rate limit (lrl). The field representative provided electrograms (egms) at different rates, and a rate of 90 bpm seemed to overdrive the early beats post-ap. A number of ap/biv paced combinations, indicating the patient either had varied conduction or slow premature ventricular contractions (pvcs). Troubleshooting options and programming considerations were reviewed, and ts recommended adjusting pav and sav to a maximum of 140 ms. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review revealed intermittent left ventricular (lv) lead loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations, recommending chest x-rays to confirm lv lead positioning. This lv lead remains in service. No adverse patient effects were reported.